Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the working face of the cutter head was broken but nothing fell into the patient cavity. The broken pieces were thrown away. They replaced the head piece to complete the procedure. There was no patient injury.